Manufacturer narrative:
G4: 26feb2020. B4: 02mar2020. Power switch overlay assembly was received for evaluation. The open alarm led (light emitting diode) caused the failure with this power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29oct2019.

Event description:
The customer reported that the "check vent: alarm led failed" alarm occurred. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 07 november 2019. Date of this report: 08 november 2019. The manufacturer's field service engineer (fse) performed troubleshooting. The fse duplicated the reported issue. An error code associated with the reported issue was found in the unit's logs. No abnormalities were found during an internal visual inspection of the device. The fse recommended the replacement of the power switch overlay. Repair is pending customer approval.